Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an angioplasty interventional procedure using an 8f sheath. Reportedly, during suture harvesting, the suture was stuck on the device suture bearing. The suture was then cut from the device and the same suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported device entrapment. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.